Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and the receiver. Dexcom representative advised patient to allow 20 to 30 minutes to pair the g5 receiver and g5 transmitter. No additional patient or event information is available.